Event description:
It was reported that the patient had been experiencing connection issues between their patient mobile monitor (pmm) and their insertable cardiac monitor (icm) device. Because of this, boston scientific technical services (ts) provided troubleshooting guidance to the patient advocate, but were unable to resolve the issue; hence, ts referred the patient to the clinic to get their icm device checked. A subsequent call was made to ts, the boston scientific field representative was at the clinic attempting to interrogate this icm device using the clinic mobile monitor (cmm), but they were unable to do so. Ts provided assistance but were unable to resolve the issue; a strong magnet was used in an attempt to activate bluetooth on this icm device, but this attempt was unsuccessful. The field representative then noted they were unsure if the icm device was within the incision site; therefore, ts advised to consider performing a chest x-ray to confirm icm device placement. A chest x-ray revealed no icm device was implanted inside the patient. A subsequent call was made to ts, a different boston scientific field representative provided this icm device had eroded from the surgical pocket; because of this, a replacement procedure had been performed on the day of the call, where a new icm device had been successfully implanted in the patient. No additional adverse patient effects were reported. The original icm device is not available for return.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve explant date (field d6b from section d, suspect medical device). As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.